Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) level of 50mg/dl at its lowest. Reportedly, the customer's bg levels were due to being new to the pump and still figuring out the proper settings for the customer. The customer was given apple juice by the school nurse to address their bg level.